Event description:
It was reported that the patient had a tight clavicle and during withdrawal of the lead through an 11fr sheath, the lead was possibly damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead may have been damaged at implant. It was reported the patient had a tight clavicle at implant. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Defib conductor was distorted. Distal conductor had blood/body fluid (not obstructed). There was blood in/on helix mechanism. There was a shaft seal out of position and damaged at implant. The device is part of the advisory for this model.